Event description:
Received notice from the FDA regarding an incident. No user facility info was included with the notice. Event description is as follows: use of postoperative pain pump destroyed shoulder cartilage.

Manufacturer narrative:
Voluntary report was received. The cover page for the report stated: report was received through FDA's medwatch program. The report contains all the info presently available. The event report had extremely limited info. Included was an event date of 2007, a report date of 11/05/2009, the event's outcome was required intervention. The reporter was only identified as attorney. The event description was: use of postoperative pain pump destroyed shoulder cartilage. The only identification of the device was a product code of meb-pump, infusion, elastomeric. A brand name of: device type pain pump - shoulder. The serial number was listed as (confidential). This info is being entered for tracking and reporting purposes.